Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technical reported a patient who presented with dlk (diffuse lamellar keratitis) one day post-op visit. The previously prescribed steroid drops were increased and the patient will follow up at a later date. Additional information provided states that the patient is a clear of symptoms and is no longer using the steroid drops. The patient is using artificial tear drops as needed.